Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a patient underwent tevar for traumatic aortic dissection. The patient was not suitable for the procedure, but the physician judged to perform tevar since it is useful and minimally invasive for the patient who had trauma. (B)(4) was placed first, then zteg-2p-36-202-pf was placed. The ballooning was performed. When angiography was performed, excessive amount of blood leakage from the hemostatic valve was confirmed. Total amount of hemorrhage was 500cc at surgical operation and most hemorrhage was due to leakage from the hemostatic valve ((B)(4)). Also, it was slightly observed proximal type I endoleak. To treat endoleak, (B)(4) was placed additionally. No endoleak was confirmed after placed the extension ((B)(4)). Patient outcome: the patient has been taken wait-and-see approach.

Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: corrective and preventive actions were launched to mitigate this type of event. This device was manufactured prior to implementation of the corrective and preventive actions. Since the implementation of the corrective and preventive actions, the complaint rate for this issue has decreased. The corrective and preventive actions are still in progress. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a patient underwent tevar for traumatic aortic dissection. The patient was not suitable for the procedure, but the physician judged to perform tevar since it is useful and minimally invasive for the patient who had trauma. Esbe-32-80-t-pf was placed first, then zteg-2p-36-202-pf was placed. The ballooning was performed. When angiography was performed, excessive amount of blood leakage from the hemostatic valve was confirmed. Total amount of hemorrhage was 500cc at surgical operation and most hemorrhage was due to leakage from the hemostatic valve ((B)(4)). Also, it was slightly observed proximal type I endoleak. To treat endoleak, esbe-38-77-t-pf was placed additionally. No endoleak was confirmed after placed the extension ((B)(4)). Patient outcome: the patient has been taken wait-and-see approach.